Event description:
Boston scientific received information that this device and right ventricular lead exhibited noise, oversensing and a lead safety switch for pacing impedances of greater than 2000 ohms. The programming was changed to bipolar which seems to have alleviated the issue for now. The system remains implanted. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4) 2018 - boston scientific reported this lead was capped on (B)(6) 2018 due to a product performance issue. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.